Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the foreign material could not be established. The most probable cause of the zoom wire caught is known inherent risk of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited nozzle with foreign material and zoom wire caught which prevented smooth movement. There were no reports of patient involvement.